Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil(subject device) could not be advanced further during coiling and it was found that coil delivery wire was broken/fracture during use. There was a surgical delay of 5 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
C2/d10: concomitant products grid-updated. H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿coil delivery wire broken/fractured during use¿ was not confirmed during analysis. The reported ¿main coil friction¿ was confirmed during then analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The delivery wire was found to be kinked/bent. No breakage noted. The main coil was found to be broken fractured, stretched and kinked/bent. The coil stuck inside the microcatheter and could not be removed due to significant friction. An assignable code as ¿not confirmed¿ will be assigned to the as reported ¿coil delivery wire broken/fractured during use¿ as the defect was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as reported/as analyzed ¿main coil friction¿, and as analyzed ¿main coil broken/fractured¿, ¿main coil stretched¿, ¿main coil kinked/bent¿ as the defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
It was reported that during procedure the coil (subject device) could not be advanced further during coiling and it was found that coil delivery wire was broken/fracture during use. There was a surgical delay of 5 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.